Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the infusion set's tubing got detached at site while playing in school. The site location was left side of patient's stomach. The infusion had been used for three days. Reportedly, the infusions were stored in a cool place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.